Event description:
The patient reportedly experienced ongoing intermittencies and sound quality issues. The patient also reported occasional pain. External equipment has been exchanged and programming changes were made. Device testing was performed. The issues have not been resolved. The patient has been counseled and will pursue device revision surgery.